Event description:
As reported via legal documentation a 61 y/o male patient had a left knee replacement on (B)(6) 2017. Approximately 5 years and 6 months after the initial procedure the patient had a left knee revision on (B)(6) 2022 due to effusion and discomfort. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: failed left knee with polyethylene wear there was no metallosis or purulence present with the synovial fluid and no evidence of impingement of the metallic implant cement and the metallic implants were deemed competent. The patient was awoken and transferred to recovery room in stable condition. No complications occurred throughout the case.

Manufacturer narrative:
D10: concomitants: 4441672 02-010-03-0250 - logic cr femoral cem, left, sz 5, 4738235 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, and 4161344 200-02-38 - three peg patella 38mm. Pending investigation.

Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2025-00019 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00019. D10: concomitants: 4441672 02-010-03-0250 - logic cr femoral cem, left, sz 5; 4738235 02-012-45-5050 - lgc tibial fit tray cem sz 5f/5t; 4161344 200-02-38 - three peg patella 38 mm. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.